Manufacturer narrative:
Evaluated one opened/used sensor and found needle hub separated from sensor's base. The needle retracted inside needle hub. We were unable to confirm customer's complaint due to customer returning sensor opened/used and complaint was against sen-serter.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor came apart inside the serter. The customer reported that the serter did not fire correctly, and a piece of the sensor remained inside. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.